Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 570 mg/dl and the pump alarmed insulin flow blocked. The customer treated with insulin. Troubleshooting was performed and found that the pump is operating as designed and the pump was able to rewind and prime. Customer indicated that the issue was resolved by a complete set change. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. No further assistance necessary.